Event description:
Revision surgery - the patient had metal-on-metal implants with elevated cobalt chrome levels.

Manufacturer narrative:
The reason for this revision surgery was elevated patient serum cobalt chrome levels. The implants were in the patient for 11 years 1 month prior to revision. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Contributing factors such as other company's devices implanted in the patient, patient contraindications, or if the device was installed with the proper inclination, are unknown. There are no indications of a product or process issue affecting implant safety or effectiveness.